Event description:
Clinical study. Same case as 6000089-2006-01692, 01694, and 6000093-2006-01503. It was reported that the day after a coronary drug eluting stenting treatment procedure, the patient had a myocardial infarction (mi), a stent thrombosis (st) and required a target vessel reintervention (tvr). The 1st lesion being treated in the index procedure was a 2.8 x 25mm, 75% stenosed, mildly tortuous, mildly calcified, bifurcated lesion located in the mid left anterior descending artery (mid lad). The physician treated the target lesion with predilation and successful placement of a taxus liberte' 3.00 x 28mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. The 2nd lesion being treated was a 2.8 x 50mm, 75% stenosed, mildly tortuous, and mildly calcified lesion located in the distal left circumflex artery (dist cx). The physician treated the target lesion with predilation and successful placement of three overlapping taxus liberte' drug eluting stents of size 3.00 x 32mm, 3.00 x 16mm, and 3.00 x 16mm. The post-procedure target lesion had 0% diameter stenosis. The day after the implant procedure, the patient had a q wave mi confirmed by ECG and a st in the dist cx artery confirmed by angiography. Both events were resolved by a tvr. The physician treated 100% stenosed dist cx lesion with placement of another taxus liberte' stent. At the time of this cardiac event, the patient was taking aspirin and plavix. In the opinion of the physician the relationship of the mi and st to the taxus liberte' stent was definitely. The patient was discharged 13 days after the implant procedure on aspirin and plavix. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.